Event description:
Account reported to dade behring that they had observed insufficient growth (no results) with qc test isolates. Results were only associated with the identified prompt lot and resolved with use of an alternate prompt lot. Only qc was out of range, the results were not reported to the physician. There was no report of injury or illness associated with this issue.

Manufacturer narrative:
Results: in-house testing performed and confirmed insufficient growth issue with customer provided samples and also with retention samples. Conclusions: dade behring has initiated a field correction for this issue and notified customers of the potential for discrepant mic and/or identification results with clinical and qc isolates with the identified prompt inoculation system-d lot.